Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a stroke on (B)(6) 2021. It was that the patient had an ischemic stroke and that extracorporeal membrane oxygenation and bivalirudin had been stopped one day post-implant which may have contributed to thrombus formation. The infarct was diagnosed via computed tomography (CT) scan. The patient was noted to have left gaze deviation and not to be moving their right extremities. They were still intubated, yet stable. The plan was to continue to work to extubation to fully evaluate.